Manufacturer narrative:
Concomitant products: product ID 8578, lot# n126907, implanted: (B)(6) 2008, product type accessory; product ID 8709, lot# j0039991r, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the patient underwent a surgical revision in 2010 to have the pump moved from her back to her front. The patient stated that when the pump was initially implanted it was ¿in a terrible place¿. The patient also stated that when she would sit in a chair and get up the pump would catch on the chair. The patient told the healthcare provider (hcp) to either move the pump or explant the pump. The device system delivered hydromorphone and bupivacaine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the issue was attributed to the pump placement. The patient also experienced pain at the pump site due to the position of the pump. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.